Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the physician inserted the super arrow-flex (saf) sheath into the femoral artery. The physician began to insert the iab into the saf sheath. Per the physician, 9" of the bladder exited the saf sheath when the iab became stuck. The iab and sheath were removed as one unit. Another iab was prepped for use. Reference MDR # 1219856-2010-00141 for the second event involving same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.